Manufacturer narrative:
Visual inspection of the product found the optic torn. There was evidence of surgical residue. The presence of residue indicates intent to use this lens. (B)(4).

Event description:
It was indicated by the facility that an aq2010v model lens was removed from the tray and it was found to be torn. There was no patient contact or injury.